Manufacturer narrative:
A supplier corrective action request (scar) was issued to the marking pen supplier ca-ansell sandel medical solutions. Root cause: ca-ansell sandel medical solutions visited the site of their sleeve supplier and noticed while personnel all wore caps as required. However, not all hair was covered by the cap. The following corrective actions have taken place by the ca-ansell sandel medical solutions supplier: training performed for proper cap wearing, process tracing, and random quality checks. The following corrective action have taken place by deroyal: manufacturing personnel were retrained on the dress code procedure (corp.prc.079) and cleaning procedure (corp.prc.086), quality control specialist started conducting routine walk-throughs in raw material storage areas to identify any potentially exposed product, manufacturing personnel were instructed to wipe down production lines after every order, sub-assemblies were created to place all items potentially containing/attracting lint together prior to final assembly, supplier corrective action request (scar) was issued to the lab coat supplier and added additional guidance to the manufacturing instructions to indicate that these products have had reports of debris to increase scrutiny during the assembly process. The deroyal sales representative conducted an initial site visit on (B)(6) 2021 in regards to reported complaints of contamination (hair and debris) in procedure trays and collected various defective product samples. The samples were provided in bulk and were not able to be correlated to the corresponding reported quality events. The sales representative performed a follow-up visit on (B)(6) 2021, and the customer agreed to individually bag each separate complaint sample in the future. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
This report is being filed due to a retrospective review of complaints. This complaint has been reopened for further investigation. A user facility medwatch report (#4900240000-2021- 8156) was received reporting there was a hair about an inch long in a laparoscopic pack. The hair was stuck in a time out cover for the marking pen. The scrub tech noticed the hair and sterile field was broken down and new instrument and pack was opened. The patient was in the or room when the scrub tech noticed the hair so there was a 15 min. Delay start time due to the contamination. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
There was a hair about an inch long in a laparoscopic pack. The hair was stuck in a time out cover for the marking pen. The scrub tech noticed the hair and sterile field was broken down and new instrument and pack was opened. The patient was in the operating room when the scrub tech noticed the hair so there was a 15 min. Delay start time due to the contamination. (Cmc laparoscopy pack).